Event description:
The doctor stated he had put too much pressure on the basket and that the stone was too large for the basket. Stone removal was done using a laser, however 2 wires and the tip are embedded in the ureter, verified by x-ray. A second procedure was performed, but could not remove parts, at this time the doctor is not going to remove the pieces, if he needs to remove, it would be done perctaneously.